Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional information: event site postal code: 00128. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the "drive manifold", cable and "pneumatic interface card connector. The final result was being concluded that the repairs have been completed and the operational tests were carried with positive results. The equipment was returned to the customer for clinical use.

Event description:
N/a.

Event description:
It was reported that during a maintenance operation by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit whistle when starting and does not start. There was no patients involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a